Manufacturer narrative:
The ventilator was investigated at the hospital by our field service engineer. It was reported that the ventilator generated technical error code indicating disabled valves. The reported issue was solved by reconnecting the following printed circuit boards (pcbs): control pcb, monitoring pcb, expiratory channel pcb and pressure transducer pcbs. After reconnecting, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No parts were replaced. No device logs were received. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated two technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref.#: (B)(4).